Manufacturer narrative:
According to the report, the "patient had an infection and the device was removed." The investigation included a review of the hero 1004 adapter and hero 1001 venous outflow component. Multiple attempts were made to obtain the explanted device for evaluation and to request the lot number of the implanted hero 1001 component, information on patient comorbidities and operative notes, how soon after implant the infection developed and whether it was a localized wound infection or systemic infection, the brand of arterial graft that was connected to the hero 1004 adapter, if the graft was cannulated at the time of infection, and the patient's current status. However, no sample was returned and no response was received. Possible lot numbers for the hero 1001 device were determined using shipping records. The manufacturing records for lots h15vc010, h15vc026, and hero 1004 lot number h15aa004 were reviewed and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. A review was performed of the available information. The patient was implanted with the hero graft and adapter (attached to an unknown brand of arteriovenous graft (avg)); the date of implant is unknown. The patient had an infection and the hero graft required explant on (B)(6) 2015. The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to the hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics, based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of secondary infection include surgical site infection or infection related to cannulation. Additional information including operative/intervention notes, dialysis information (first date of cannulation), presence of a bridging catheter, history of infection, sample for analysis, and culture results were not provided. Without additional information, the relationship between the infection and the hero graft cannot be determined. The hero graft in this case was used with the hero graft adapter, which is approved for use with flixene standard wall vascular graft (catalogue numbers: 25053, 25142, 25052) and gore acuseal vascular graft (catalogue number: ech060040a). The graft used in this case is not known; however, the flixene and acuseal grafts are approved medical devices to be used for av access, so one would anticipate similar clinical outcomes, including anticipated adverse events as those reported above. The root cause of the reported event is unknown. The IFU states, "implantation of the hero graft is contraindicated if: the patient has a topical or subcutaneous infection associated with the implantation site; the patient has known or suspected systemic infection, bacteremia or septicemia. Obtain screening blood cultures to rule out asymptomatic bacteremia prior to hero graft implant for any patient dialyzing on a catheter; treat patient with antibiotics per culture outcome and ensure infection is resolved prior to hero graft implant procedure. Plan for increased bacteremia risk after an ipsilateral hero graft placement or with femoral bridging catheters and treat prophylactically with antibiotics knowing patients are at higher infection risk. Prophylactically treat the patient in the peri-operative period with antibiotics based on the patient's bacteremia history." The IFU lists infection as a potential complication with the use of the hero graft.

Event description:
According to the report, the "patient had an infection and the device was removed."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the "patient had an infection and the device was removed."

Manufacturer narrative:
Additional information: the sample was returned to cryolife and was visually inspected in a biological safety cabinet. The returned sample consisted of the hero 1004 adapter and small portions of the hero 1001 venous outflow component and ptfe (not sold by cryolife). No deficiencies could be grossly noted with the hero 1004 or hero 1001. A thin film of dried blood was noted in the ptfe portion of the device. The root cause of the reported "infection" could not be determined from the gross review of the sample. Due to the amount of time that had lapsed between the explant and cryolife receiving the return, and the lack of a chain of custody during that time, the sample will not be sent to pathology for further review.

Event description:
According to the report, the "patient had an infection and the device was removed."